Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-6 patient race: unknown as information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reported complaints of halos however, it is unknown if issues were debilitating. Thus the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson surgical vision lens. Best spectacle corrected visual acuity (bcva) pre-operative was 20/20 and post-operative was 20/20. There was no incision enlargement, no medical attention, no medication prescribed (outside of standard care), no procedural delays, no sutures, and no vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange was reported as fully recovered. Best spectacle corrected visual acuity (bcva) pre-operative was 20/20 and post-operative was 20/20. The iol directions for use were followed. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 30-sep-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a plastic bag stuck to a piece of foam. During a visual inspection, the device was inspected under magnification. The lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues were observed. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.